Manufacturer narrative:
(B)(4).

Event description:
The helix did not deploy in a uniform fashion. After 17 rotations, the helix detached. There was no contact with the patient.

Manufacturer narrative:
The lead was returned in one piece. The helix could be extended and retracted and was found to be within specification. Electrical testing was performed and found no anomalies. The reported event could not be confirmed.